Event description:
A patient reported experincing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 100 compared to the labs 163 mg/dl. Tests were done within 10 minutes. "Patient used a check strip to check the meter before testing on it but had not used control solution to check the test strips." Patient did not experience any adverse events. No further information has been reported.